Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 550-600 and "their esophagus tore due to condition they were in due to high bg". Customer performed a supply change to address the issue and went to the emergency room on (B)(6) 2024. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.